Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. There are multiple self-test fails after this date which would indicate the device was switching itself on automatically. The problem with the pad device was attributed to a fault with the membrane. The initial problem with the device went unnoticed by the user and it would appear the device continued to switch on automatically which depleted the pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.